Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: event occurred in australia. Visual examination of the provided pictures identified the explanted shell, covered in bio-debris. No further evaluation can be made. Part and lot identification are necessary for review of device history records, neither were provided for the liner. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 4 years later due to instability. Attempts have been made and no further information has been provided.